Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl. At the time of incidence. Customer¿s current blood glucose level was over 400 mg/dl. Customer was treated with insulin pump and manual injection. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.